Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a urological procedure, the clip was unformed and jumped out into the inter-peritoneal. Another device was used to complete the case. There was no pt consequence.